Manufacturer narrative:
A search for non-conformance's associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation found that an in-house guidewire could not be advanced into the returned microcatheter, which is consistent with the alleged product issue. Further investigation found ptfe damage/delamination and an exposed coil protruding into the lumen at the hub transition, which would have contributed to the reported resistance. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed coil, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. The ptfe damage/delamination is consistent with attempting to advance another device into the microcatheter with an exposed coil.

Event description:
It was initially reported that the microwire could not be inserted into the catheter hub. A new headway product was used instead. The patient was reported to be stable. When the device was received and analyzed, the microcatheter exhibited an exposed coil protruding into the lumen at the hub transition.